Event description:
A hospital in another country, reported that the 500rd107 neopuff infant resuscitator gas supply line had torn off at the connector. No pt consequence was reported.

Manufacturer narrative:
The actual complaint device was investigated and the tearing off was replicated using a non-defective neopuff gas supply line. Results: the neopuff gas supply line is a reusable device. The reported defect of the complaint device was confirmed. The tearing off at the connector was replicated on a non-defective gas supply line when a force was applied to remove it from the gas inlet port, pulling it from the green oxygen tubing instead from the adapter connector. It was exacerbated when the pulling was done in a wobbling motion. Conclusion: the removing of the neopuff gas supply line is normally done by grabbing at the connector and pulling. If the gast supply line is pulled on the green oxygen tubing instead, it could lead to weakening and tearing of the tube.